Event description:
Procedure: lap gastric bypass. Reportedly, the instrument was fired, appeared to work properly, and was removed from pt. Abougie tube was passed from the esophagus to the gastric pouch through the anastomotic site and the staple line opened up. Appeared either the staples were not placed or came apart very easy. Surgeon had to resect existing staple line and place a new staple line. Extraenous tissue had to be resected. Specimen was discarded. Pt condition unknown at this time.